Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 was completely not communicating with bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was completely not communicating with bus due to component. Field service engineer replaced the controller to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer serviced the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes the following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, medical device model section e initial reporter occupation and other occupation, section g reporting office contact section h device manufacture date and imdrf codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed. A field service engineer replaced the controller. The inventory check and test were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not communicating with bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI), medical device model, section h imdrf annex d grid. A supplemental smdr was submitted to correct the section h imdrf annex d grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not communicating with bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.